Event description:
Customer reported a malfunction alarm identified as malf 12, which was caused by a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer in doing so, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any further issues arise.